Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir leak. The customer blood glucose level was 438 mg/dl at the time of incident. Customer did not provide any symptoms regarding to high blood glucose episode. Customer reported that insulin in reservoir compartment. Customer states the leak was past second o ring. Customer states there was not an air bubble in the reservoir. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.